Event description:
Edwards has learned through a clinical trial that a 23mm aortic pericardial valve was explanted after an implant duration of two (2) years, three (3) months, and twelve (12) days. The 23mm aortic pericardial valve was explanted and the patient underwent a re-do sternotomy with homograft valve, root replacement and tricuspid valvuloplasty. The report indicates the patient had "post-operatively developed signs of left leg ischemia with absence of doppler pulses and colder left leg than right leg. Emergent thromboembolectomy completed on pod-1. Patient expired eight (8) days post operatively. Cause of death was due to right ventricular heart failure.

Manufacturer narrative:
Device not returned. With the information that has been made currently available, it is not known if the device is available for return and evaluation. No device history record (DHR) review can be done as the device serial number have not been provided. There was no information provided to suggest there was a malfunction of the device. The reason for the explant was not provided. Patient sustained a post-op embolism to the left leg requiring emergent thromboembolectomy post-op day #1 after undergoing re-do avr to replace an edwards pericardial valve. Details of the cause of the embolism are unknown. The pi reported this event was related to the edwards device. If additional details of the event are obtained, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.